Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, the coated multi-strand absorbable synthetic suture was broken, which caused to prolong the operation. The incision of uterus was bleeding. The doctor replaced the suture and did hemostasis.